Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system intermittently gave erroneously elevated sodium (na), chloride (cl) and carbon dioxide (co2) results for six patients. The erroneous results were not reported outside of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system was calibrated both before and after the event. Quality controls (qcs) run before and after the event gave results within the lab's established ranges. The customer stated that the patient samples are serum samples drawn from satellite draw stations and delivered to the lab for processing.

Manufacturer narrative:
A bci field service engineer (fse) worked with the customer by telephone. The fse instructed the customer to clean the flow cell with bleach. This appears to have resolved the problem as there were no further occurrences of this issue. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.